Event description:
It was reported that a beta bionics ilet user was trying to change supplies and reconnect to ilet, but the 'yes' button on the fill tubing process was unresponsive. It was determined that a replacement was required. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.